Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The physician planned both burr holes, but when switching from left to right burr hole, they did not change the crw frame coordinates. The physician instead just moved the arc on the frame to mark the right side burr hole. The left side lead was placed and the physician adjusted the crw for right side lead placement and realized the burr hole did not match up with the plan. The physician decided to use the arc and ring angle of existing right side burr hole and change the value on the navigation planning software. The right ant target/plan was in the locked position, but allowed the user to change the ring and arc values on the plan. This led the physician to believe the software accepted the value when in fact it did not. The lead was placed. When the imagining system completed the spine spin and merged with the navigation system, it was noted the lead was placed medial to target. The error was noted and a new burr hole was made that matched the original right side ant plan. It was also noted that the label of the plan type did not match the ¿plan¿ in the full frame coordinates view. The manufacturer representative expanded the frame coordinate screen and selected ¿plan left.¿ however in the dropdown list, there was a right plan which appeared with the incorrect left label. The issue resulted in less than one hour surgical delay. There was no impact on patient outcome. No further actions were taken, as the issue was confirmed to be resolved on the call. No further complications were reported/anticipated. Technical services verified the behavior when comparing against the old model of the navigation system to the new model. In the older model, the field in question was not editable for frame coordinates. On the new model, the field was editable by the user. It was also noticed that when the plan was locked (although the values can be edited) when they are changed, the graphic denoting the trajectory does not change.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The physician planned both burr holes, but when switching from left to right burr hole, they did not change the crw frame coordinates. The physician instead just moved the arc on the frame to mark the right side burr hole. The left side lead was placed and the physician adjusted the crw for right side lead placement and realized the burr hole did not match up with the plan. The physician decided to use the arc and ring angle of existing right side burr hole and change the value on the navigation planning software. The right ant target/plan was in the locked position, but allowed the user to change the ring and arc values on the plan. This led the physician to believe the software accepted the value when in fact it did not. The lead was placed. When the imagining system completed the spine spin and merged with the navigation system, it was noted the lead was placed medial to target. The error was noted and a new burr hole was made that matched the original right side ant plan. The issue resulted in less than one hour surgical delay. There was no impact on patient outcome. No further actions were taken, as the issue was confirmed to be resolved on the call. No further complications were reported/anticipated. Technical services verified the behavior when comparing against the old model of the navigation system to the new model. In the older model, the field in question was not editable for frame coordinates. On the new model, the field was editable by the user. It was also noticed that when the plan was locked (although the values can be edited) when they are changed, the graphic denoting the trajectory does not change.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The reported anomaly was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.